Manufacturer narrative:
(B)(4). Date of initial report: 01 mar 2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although the device tested to specification in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that when ablation was started, the temperature did not rise. No patient harm. Procedure was completed with another device.